Event description:
Catheterization showed right coronary artery lesion requiring angioplasty. The arterial sheath was changed to an 8 fr. Sheath and "al1" guide catheter with side holes. There was some difficulty advancing the guide catheter and an 8 fr. Long arterial sheath was exchanged for the 8 fr. Short sheath and the guide catheter was reintroduced. There was again some difficulty advancing the guide and it was removed. It was noted at this time that the guide catheter was not intact and part of it remained inside the pt. It was not able to be retrieved. With the assist of cardiovascular, the catheter was removed with minimal difficulty.